Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim pink and contamination was found under all buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn near the down button. All of the keypad buttons were intermittently unresponsive. Evaluation revealed that there was contamination found under all key contacts. Evaluation revealed that there is a dim pink display screen and a scratched display lens. Evaluation revealed that the keypad symbols were worn. (B)(6).